Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nano¿ 2nd gen pen needle leaked from the injection site during use. The following information was provided by the initial reporter: "pharmacist called on consumer's behalf to report pen needles leaking from the injection site during injection. Consumer does not re-use."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes. D10: returned to manufacturer on: 4/30/2021. H.6. Investigation: customer returned (1) open 4mm, 32g pen needle from lot # 0224861. Customer states that insulin is leaking from the injection site during injection. The returned pen needle was tested and was able to expel properly without any observed leakage or any other defects. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Root cause cannot be determined at this time as the issue is unconfirmed. H3 other text : see h.10.

Event description:
It was reported that the bd nano¿ 2nd gen pen needle leaked from the injection site during use. The following information was provided by the initial reporter: "pharmacist called on consumer's behalf to report pen needles leaking from the injection site during injection. Consumer does not re-use."